Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, MFR's report #1222780-2014-00104. It was reported that prior to a novasure endometrial ablation on (B)(6) 2014, the physician performed a hysteroscopy and noted a uterine perforation (location unk). The physician decided to continue on and to attempt the novasure procedure. Reportedly, the procedure was completed successfully and there was no medical intervention or treatment required. The pt was discharged home and is "doing ok". A hysteroscopy and dilation, (not hologic devices) were performed prior to the ablation. It is not know when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not the perforate the uterine wall when sounding, dilating, or inserting the disposable device. (B)(4).